Event description:
A user facility reported that the intraocular lens folded in the eye after insertion. It is not knwon whether there was patient impact/injury associated with this event. Additional information has been requested.